Event description:
It was reported an infection occurred. The implantable pulse generator (ipg) system was explanted. The device was returned, analyzed and tested out of specification. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did perform as described in the field action. Product event summary: the device was returned and analyzed. Analysis revealed the returned device indicated high impedance in the battery. (B)(4).